Event description:
Nurse reported pt has been hospitalized with high bg's. Nurse was unable to trouble shoot at time of call. Nurse states customer will call back when available to trouble shoot. Nurse did not have any details about hospitalization and did not verify personal information or pump's serial number. Advised to have customer call any time to do trouble shooting with pump.